Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder (aco) was selected for implant. When the aco was deployed, the right atrial disc was deformed and didn't return to its intended configuration. The device was replaced with another aco of the same size (lot unknown) and the procedure was completed without issue. There was no clinically significant delay.